Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Reportedly, the battery life was less than expected and there was evidence of moisture in the battery compartment. It was reported that there was no damage to the battery compartment or cap. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump failed to power up and the functional testing cannot be completed. The investigation was unable to fully investigate the reported battery life issue no conclusion can be drawn. The battery compartment was found to have cracked below the grip pad and there was evidence of moisture and corrosion in the compartment. The threads on both the battery cap and compartment were damaged. The cap was unable to tighten properly onto the pump.